Manufacturer narrative:
The customer's calibration and qc results were ok. The customer performed a precision check and had failing results for iron. The field service engineer cleaned a system valve. He performed precision testing and had passing results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable iron2 iron gen.2 result for one patient tested on a cobas integra 400 plus. The initial result was reported outside the laboratory. The patient's physician questioned the initial result since it did not match the clinical history. The customer performed repeat testing with the patient's sample. The patient's initial iron result was 212.27 ug/dl. The patient's repeat iron results were 48.11 ug/dl and 48.57 ug/dl. The iron reagent lot number and expiration date were requested but not provided.